Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional code: hwc. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record (DHR) revealed one nc was written on the lot of 3.5mm lcp plate 7 holes 98mm (lot h033454). This nc was initiated for incomplete documentation. The in cell inspection sheet was not completed by the operator at operation 20. The parts were reworked as part of a disposition action to inspect per the in cell inspection sheet to satisfy the aql sample size for the features missed. The rework was completed and the parts were released from hold. No other complaint related anomalies are documented. The (DHR) shows this lot of 3.5mm lcp plate 7 holes 98mm was processed through the normal manufacturing and inspection operations. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 7 hole 3.5mm locking compression plate on (B)(6) 2016, to repair a pediatric femur fracture. On (B)(6) 2016, the patient was returned to the operating room because the locking compression plate broke post-operatively at the center hole on an unknown date. The broken plate was removed and the patient was re-implanted with a synthes 8 hole 4.5 locking compression broad plate. The procedure was completed successfully. Concomitant devices reported: unknown synthes 3.5mm cortex screws (part #: unknown, lot #: unknown, qty: 6). This report is 1 of 1 for (B)(4).